Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer observed multiple, inaccurate fill estimates after loading cartridges onto the pump. Reportedly, the customer observed a fill estimate value that was lower than expected. Then, the value remained static at that fill estimate and then the insulin gauge began to decrease. As the event had occurred in the past, the customer was unable to provide any further information on the reported event and tandem technical support was unable to perform troubleshooting for the reported event. There was no impact to the customer's blood glucose level.